Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the complaint of the display screen becoming ¿frozen¿ was not able to be duplicated. During testing, the pump powered on and the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the display had "frozen". Reportedly, rebooting the pump did not resolve the issue. It was also noted that the pump regained responsiveness during troubleshooting and the display was no longer frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.